Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Park, 2011, anchoring of a fully covered self-expandable metal stent with a 5f double-pigtail plastic stent to prevent migration in the management of benign biliary strictures under fluoroscopic control, a standard 8- or 10-mm-diameter fcsems with a non-flared proximal end (s & g biotech, seongnam, korea) ¿ designed to minimize duct injury and tissue hyperplasia caused by the flared end of a stent ¿ was inserted over a guidewire with an 8f delivery system and deployed to a central location in the stricture in the anchoring group, a 5f double pigtail plastic stent (zimmon biliary stent; cook medical, winston-salem, nc) was then immediately inserted within the fcsems along the guidewire. The length of the plastic stent was 10 or 12 cm. Th e proximal end of the anchoring stent was positioned in one branch of the intrahepatic duct and the distal end was positioned over the distal end of the fcsems on the duodenum the median indwelling time of the fcsems was 154 days (range, 86 ¿ 176) in the anchoring group this file will capture the potential user error of the stents placed exceeding the maximum indwell period of 3 months.

Manufacturer narrative:
Device evaluation: 1 x zimmon biliary stent device of rpn and lot number unknown was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. File related to (B)(4) / MDR ref#3001845648-2022-00321. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use of the device states the following: ¿intended use: this device is used to drain obstructed biliary ducts¿. ¿precautions:¿ this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error was identified from the available information. As per the IFU, cook zimmon biliary stent devices are intended to be left indwelling for a maximum period of 3 months. As per the information reported in this file, the complaint device was left indwelling more than three months (154 days). Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.